Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the left ventricular lead exhibited loss of capture in all vectors due to dislodgement. The lead was repositioned successfully. The patient's condition was stable post procedure.